Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: a review of the pump black box showed reboots had occurred. A visual inspection of the pump revealed a crack in the battery compartment. There was corrosion found inside the battery compartment and moisture visible in the display. No damage was observed to the battery cap. A leak test showed leaks at the bolus button and battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on, and during the rewind step, a cs 078 alarm occurred. Further testing was unable to be performed due to the recurring alarm caused by moisture damage. The pump¿s cover was opened and moisture damage was found on the printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation.